Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1fvry, implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during a routine battery replacement as the ins had reached end-of-life (eol), the existing lead was tested for proper motor responses and they could not get a satisfactory motor response. The healthcare provider decided to remove the existing lead and implant a new one. The existing lead fractured during removal and the healthcare provider left a fragment of the lead in the foramen. It was noted that the rep had attempted to connect to the ins prior to surgery but was unable due to the ins being at eol. The rep reported no action was taken to resolve the fragment and the issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1fvry, implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that there was no evidence of damage and no circumstances that may have led to the non-satisfactory motor response intra-op. It was clarified that no future actions would be taken to resolve the lead fragment remaining in the patient. No further patient complications are anticipated or expected as a result of this event.